Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during left ventricular (lv) lead placement, a guidewire became stuck in the lead after the physician attempted three coronary veins and multiple guidewires to place that lead. A new lead was attempted, however, placement was abandoned due to patient anatomy and a coronary sinus dissection occurred. No intervention was performed. No further patient complications have been reported as a result of this event.